Event description:
It was reported following a pre-deployment femoral angiogram, a 6f angio-seal vip was deployed. Bleeding continued and manual compression was applied to achieve hemostasis. The pt developed vascular insufficiency in the relevant leg. The pt underwent surgical intervention and the angio-seal device was removed. The pt is reported to be doing well. The sales rep has followed up with the physician and provided follow up training on angio-seal deployments. The exact implant, explant, and event dates are unk.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.